Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had no the device was not for repair in the last 12 months. Visual and functional testing were performed. The customer problem was confirmed. The pump alarms and displays lec 45520. To correct the problem, the keypad will be exchanged.

Event description:
It was reported that the device had an error: 'error 45520'. The incident occurred while switching on the device. There was no patient involvement.